Event description:
It was reported that the customer's insulin pump was cracked along the reservoir compartment. Customer's blood glucose level was 177 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).